Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got wet. Customer's blood glucose was 161 mg/dl at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.